Event description:
It was reported that an asymptomatic patient presented for a routine device change out. During the procedure, an insulation anomaly was observed on the left ventricular lead. The lead remained implanted and in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.